Event description:
Customer reported receiving inaccurate erratic readings. Customer tested blood glucose and rec'd readings of 232 and 32 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.

Manufacturer narrative:
Control solution testing was not completed at the time of the call. Customer mentioned that backlight feature was not working properly after batteries were replaced.